Event description:
Patient reported that they had been implanted a week and a half ago [with medtronic implant] to replace their axonic implant that was not working properly for them. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).